Event description:
As reported by an edwards lifesciences field clinical specialist, a 29mm sapien 3 valve implanted in the aortic position underwent a valve in valve procedure approximately 5 years and 1 month post implant. Per medical record received, 4 years and 4 months post implant of the sapien 3 valve, symptoms started to worsen, and patient continued to feel poorly despite diuretic adjustments. With increased diuretic doses the patient's renal function would worsen and their blood pressure would drop. The patient was brought to the emergency room 5 years and 1 month post implant. Tte showed moderate valve regurgitation that seemed more pronounced compared to prior. There was a potential plan to move forward with high-risk tavr with potential for ECMO to lvad implant. The patient was deemed high to prohibitive risk candidate for conventional savr. Per the field clinical specialist, a 29mm sapien 3 ultra resilia valve was implanted with good result.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted per additional information received from the site. Per medical record, post operative course was complicated by ventilator dependence, aki requiring crrt, right upper extremity critical limb ischemia requiring thrombectomy, embolectomy and fasciotomy. Patient remained critically ill and refractory to biventricular support and medical management. It was decided to transition patient to comfort care. Approximately 10 days post valve in valve, the patient expired. Per the valve clinic coordinator at the hospital, the patient death was not due to the edwards devices. Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: additional code added to h6 type of investigation, corrected investigation findings, corrected investigation conclusions, and additional information added to h11. The sapien 3 valve remains implanted and was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. The instructions for use/training manuals were reviewed for guidance/instruction involving the valve usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. The central regurgitation of the sapien 3 valve was confirmed based on provided medical record. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the thv procedure. Regurgitation which develops progressively over time can be due to several issues including patient-related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. In this case, the patient had medical history of hyperlipidemia, which was a risk factor due to elevated cholesterol levels being implicated in the vascular calcification process. Tissue calcification is a very common failure mode of structural valve deterioration (svd), which could lead to improper coaptation of valve leaflets, resulting in central regurgitation. As such, available information suggests that patient factors (hyperlipidemia) may have contributed to the complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.